Event description:
Phototherapy light detached from base and fell toward infant. Father of infant intercepted light before it could fall on the infant. Piece containing on/off switch broke off at junction of molded holder.